Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca and a damaged q1 current-controlling transistor on the bedside pca. The damage to the transistor was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was resetting.